Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an atrial tachycardia ablation a week prior to the event. The patient was an inpatient. It was noted that the patient had a series of ventricular tachycardia episodes during which the patient received three appropriate shocks from the implantable cardioverter defibrillator (ICD) which slowed down his rhythm. It was noted that after defibrillation, the patient¿s rhythm did not return to a sinus rhythm and was too low to be detected by the device so an external defibrillator was used as well as chest compressions. One of the external defibrillator pads was very close to the ICD. The device went into backup vvi mode. A device download restoration was performed successfully. Upon interrogation the high voltage impedance was low. Capture thresholds had also increased. The patient was in a ventricular tachycardia storm. Programming changes were made to increase the output to counter the inadequate capture. It is unknown whether capture was inadequate due to the patient having pulseless electrical activity (pea). The patient was unstable due to the severity of his illness and intubated. It was reported that the patient died the next day. It was noted that the device tested fine pre and post the ablation procedure. Although the cause of death is inconclusive, the physician believes the primary cause of death was the pulseless electrical activity (pea) or functional failure to capture due to the underlying patient¿s compromised cardiac condition.

Manufacturer narrative:
The device was returned for evaluation after the patient was reported to have expired. The device was tested using automated testing equipment (ate) and the device failed tests related to the device¿s high voltage output circuitry. Bench testing showed the ate failures were caused by high voltage output circuit damage that occurred in the field. The cause of the output circuit damage could not be determined. A longevity calculation showed the device¿s battery depleted normally.